Event description:
A 2.5 drill bit broke while being used on the patient. It broke in two pieces, one piece is stuck in the patient's bone and the other was still attached to the power chuck. Surgeon decided to leave drill bit piece in the patient's bone. Flat plate taken , radiologist reported to surgeon his reading per policy. Other half of drill bit given to charge nurse.